Manufacturer narrative:
The lead was destroyed in the returned state. The lead had been cut through 5 cm and 21 cm distal of the connector pin. The morphology of the cutting edge of the lead fragments leads to the assumption that the lead had been cut with a scalpel during the explantation. During the analysis, it was noted that the distal end had been pulled out of the lead. In addition, the inner conductor helix showed severe deformation at that site. This damage manifestation requires excessive mechanical stress and is, with high probability, due to strong tensile forces. The measurement of the direct-current resistances of the lead fragments did not show any anomalies. There were no indications of material defects or manufacturing errors.

Event description:
After an implantation time of about 71 months, this lead was explanted due to increased shock impedances. The pacing impedance and the pace-sense values of the lead were normal. No deterioration of the pt's state of health was reported.